Event description:
On (B)(6) 2013 during review of the patient's programming history it was observed that on (B)(6) 2007 a faulted system diagnostics test occurred that changed the patient's settings and no final interrogation was performed. The patient was next seen on (B)(6) 2007 and was at the incorrect settings of output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. The patient was then reprogrammed to desired settings. No adverse events were reported to have occurred due to this settings change.

Manufacturer narrative:
Analysis of programming history.